Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio: 5.4, lab: 4.0. Time between testing: one hour. Therapeutic range: 2.5 - 4.0. Nurse dawn called to report the discrepancy.

Manufacturer narrative:
Investigation pending.